Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to a dismantling, approximately 5 years after the first surgery. No information on the explanted and implanted products.